Event description:
It was reported that the pt stopped taking the lovenox he was prescribed for his artificial heart valve in order to have a transurethral needle ablation of his prostate. There was very little bleeding during and after the procedure and upon catheter removal three days later, the pt presented with clear urine. Later that same evening, the pt self-administered a lovenox injection as directed by his cardiologist. Following the injection, he started to bleed profusely from his penis. He went to the ER where his treating physician was called in. Once the lovenox wore off, the pt's urine cleared up again. This cycle repeated itself several times during the week with the pt's hematocrit level dropping after each round of lovenox induced bleeding. The pt is currently stable with no lasting adverse effects reported.